Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the helix was stretched/ damaged consistent with procedural damage. The helix mechanism was unable to be tested due to the damage helix. The cause of helix mechanism issue was due to damage helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was dislodged and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.